Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2020 mentor became aware that it erroneously submitted the wrong mre statement with the initial report submitted on that same date. The incorrect statement is as follows: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The correct statement is as follows: since no lot number was provided, no manufacturing record evaluation review could be performed.

Manufacturer narrative:
Additional information was received on april 7, 2022. The devices, originally reported as unknown saline, were clarified to be mentor smooth round moderate profile 375cc saline prostheses. Catalog # 3501660, lot #5722873, serial #(B)(6). The implant date was updated based on the information received. The implant date has been updated to (B)(6)2007. A manufacturing record evaluation was performed for the finished device 5722873 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with unknown mentor saline prostheses experienced right sided capsular contracture and left sided deflation post procedure. The left side had shrunken down considerably. The right side was hard, had the appearance of bubbling, and felt rough like scabbing. Additionally, increased sweating in the area was noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-15503 for contralateral prosthesis report.